Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain'), genital haemorrhage ('abnormal bleeding (general)') and deformity ('disfigurement') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery, osteoarthritis and scoliosis. Concurrent conditions included muscle spasm, joint pain, tenderness and spasticity. On (B)(6)2014, the patient had essure inserted. On (B)(6)2017, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and migraine ("migraines / headaches"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue"), mood swings ("mood swings"), pain ("body aches\general pain"), pain in extremity ("general pain and suffering/leg pain"), anxiety ("mental anguish,mental anguish and related psychological harm that accompanies the physical injuries suffered from essure"), genital haemorrhage (seriousness criterion medically significant), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity (seriousness criterion medically significant) and discomfort ("general damages,special damages") and was found to have hormone level abnormal ("hormonal changes ,other: hormonal changes"). The patient was treated with surgery (undergo major surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, fatigue, headache, hormone level abnormal, mood swings, pain, pain in extremity, anxiety, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, anhedonia, emotional distress, general physical health deterioration, deformity and discomfort outcome was unknown. The reporter considered anhedonia, anxiety, back pain, deformity, discomfort, dysmenorrhoea, dyspareunia, emotional distress, fatigue, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: in current pfs patients reported essure removed- no & previously added pelvic pain as a incident. Essure removed? No. Received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back, fatigue, headaches, hormonal changes, mood swings, body aches, leg pain, fatigue, general pain. Loss of enjoyment of life, humiliation, degradation, disfigurement, general damages,special damages, bodily impairment,anxiety and related psychological harm that accompanies the physical injuries suffered from essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion. Imaging procedure - on (B)(6)2015: results: bilateral occlusion.(confirmation test not specified.). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet and mr received, reporter information , patient demographic information, lab data ,esuure indication ,new event abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); migraines / headaches, bodily impairment, loss of enjoyment of life, humiliation, degradation, disfigurement, general damages, special damages were added and event related psychological harm that accompanies the physical injuries suffered from essure clubbed with previous event incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), mood swings ("mood swings"), pain ("body aches\general pain"), pain in extremity ("leg pain") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (undergo major surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, fatigue, headache, hormone level abnormal, mood swings, pain and pain in extremity outcome was unknown. The reporter considered anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, mood swings, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: in current pfs patients reported essure removed- no & previously added pelvic pain as a incident. Essure removed? No received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back, fatigue, headaches, hormonal changes, mood swings, body aches, leg pain, fatigue, general pain. Loss of enjoyment of life, humiliation, degradation, disfigurement, general damages,special damages, bodily impairment,anxiety and related psychological harm that accompanies the physical injuries suffered from essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results: bilateral occlusion.(confirmation test not specified.). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: new events- dysmenorrhea, dyspareunia ,back pain, fatigue, headaches, hormonal changes, mood swings, body aches, leg pain, mental anguish, were added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.